Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 21 mg/dl. The customer stated that she was treated with IV injection at the emergency room. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer stated that she is unsure. The customer was advised to speak with her health care provider regarding low blood glucose readings. The customer was advised to monitor the pump and switch to the new pump when it arrives.